Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: pacing-induced cardiomyopathy from a transcatheter leadless pacemaker following transcatheter aortic valve replacement. Jacc. 1321m-03. 69:11, 2017.

Event description:
An academic poster abstract was reviewed which contained information regarding a patient with a leadless implantable pulse generator (ipg). The author reports that the patient developed pacing-induced cardiomyopathy. A cardiac resynchronization therapy pacemaker (crt-p) was implanted by placing a bipolar left ventricular lead in the anterior interventricular groove and quadripolar lead in a posterolateral coronary sinus branch. This position would not interfere with the implanted leadless pacemaker. The patient's symptoms resolved. The status of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.